Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("I have a really big bloated") and was found to have weight increased ("I have gained more weight"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All source document information, reporters, events and reference section from this case was added to case: (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("I have a really big bloated") and was found to have weight increased ("I have gained more weight"). The patient was treated with surgery (she had hysterectomy.). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.